Manufacturer narrative:
It was reported that a bhr hip revision surgery was required. The latest information provided was that the revision surgery was cancelled. As of today, additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. No medical documents were received for investigation. Therefore no medical assessment can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery is scheduled to be performed due to elevated chromium levels, a tumor formation around the implant pain as the hip becomes stiff.